Manufacturer narrative:
H2) additional information: d9: date returned to manufacturer: 11/27/2024.

Manufacturer narrative:
H3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection and functional testing, the customer problem was duplicated. The pump was found to have a damaged downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso sensor seal, and the pump passed all functional tests and performed as intended after repair.

Event description:
It was reported that the parameters the pump did not pass precision test. There was no patient involvement.